Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting a constant tone and could not be interrogated. The device was replaced without incident and was returned for laboratory analysis.